Event description:
The customer's mother reported that the patient was hospitalized due to high blood glucose. The customer's blood glucose level was 300 mg/dl. The customer was admitted on ICU and on IV drip, insulin drip. The customer was sick with the flu over 102 temperature. The customer was admitted to the hospital on (B)(6) 2015. The cause of the customer hospitalization per healthcare provider was diabetic ketoacidosis. The customer stayed in hospital and had adjustment made to basals and her numbers are running much better.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.